Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications.

Event description:
The patient presented with stenotic fistula in the upper arm. After ballooning the stenotic area, the gore viabahn endoprosthesis was advanced and placed at the target site. Reportedly, the viabahn device was very difficult to visualize as it was also near another previously implanted stent (MFR unk). Visual assessment at deployment was there was partial expansion. As the delivery system was removed the device came back with it. The physician was able to pull the device back into the introducer sheath. The device became stuck once it was inside the sheath. The guidewire, introducer sheath and device were removed as one unit. The patient did not experience any adverse consequences.